Event description:
(B)(6)2023 - we were notified of a patient who swallowed the capsule on (B)(6)2023. However, he never returned the capsule, the customer tried several times to reach the patient with no luck. The patient died on (B)(6)2023. It is unknown if the patient passed the capsule or not. Based on the email from a gi physician ((B)(6)/2024) staring that it is unlikely that the capsule would have any causal relation to the patients cardiac arrest, since the real cause in unknown it will the reported.

Manufacturer narrative:
(B)(6)2023 - we were notified of a patient who swallowed the capsule on (B)(6)2023. However, he never returned the capsule, the customer tried several times to reach the patient with no luck. The patient died on (B)(6)2023. It is unknown if the patient passed the capsule or not. Based on the email from a gi physician ((B)(6)2024) staring that it is unlikely that the capsule would have any causal relation to the patients cardiac arrest, since the real cause in unknown it will the reported.